Event description:
It was reported that the device had power on reset occurred. The device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data that collected from the device and have analyzed the data. Power on reset (por)- power on reset parameters and one por for mem test, addr=3bbf, data=f5 on (B)(6) 2012. There was one patient alert for device circuit error on (B)(6) 2012.